Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera cable had air leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and abnormal image was caused due to unstable signal transmission caused by a camera cable malfunction (scratch/hole, air leak).and for the remaining findings the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced that the image was not displayed as well as whitish. The issue was identified during maintenance. There were no reports of patient involvement.